Event description:
Event reported from the extend clinical study (B)(6). On post operative day 0 (B)(6) 25), patient (B)(6) experienced an occurrence of thrombi around proximal aortic stent during the index procedure. Post operative day 1 (B)(6) 2025), due to signs of partial paralysis of the left arm, a CT (author of this report deems this to be computed tomography), was done on (B)(6) 2025 showing a subacute posterior infarction right side. Treatment of the event included medication. Concomitant medications (taken at the time of the event) included: aldactone, bisoprolol, heparin started (B)(6)2025 and ended (B)(6)2025, apixaban started (B)(6)2025 and ongoing, pivmecillinam, ramipril, spironolactone and torasemid. Heparin was started on (B)(6)2025 and ended on (B)(6)2025. The event was considered resolved with treatment and with sequalae on post-op day 23 (B)(6)2025). At time of discharge still remaining sensomotoric partial paralysis. No treatment was provided for the event.

Manufacturer narrative:
Manufacturer narrative: clinical code: 4440 - thrombosis/ thrombus - on post operative day 0 (B)(6) 2025), patient (B)(6) experienced an occurrence of thrombi around proximal aortic stent during the index procedure. Post operative day 1 (B)(6) 2025), due to signs of partial paralysis of the left arm, a CT (author of this report deems this to be computed tomography), was done on (B)(6) 2025 showing a subacute posterior infarction right side. Impact code : 4648 - insufficient information - resolved with sequalae on (B)(6) 2025. Patient remains on the study. 4644 - medication required - the patient required medication for treatment. Medical device problem code : 3190 - insufficient information - no device deficiency / defect has been reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: -thoraflex hybrid sales (B)(6) v thoraflex hybrid occlusion/thrombosis unknown (B)(6) had an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information has been requested to assist in this investigation. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID- which confirmed the batch was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available - investigation is ongoing.

Manufacturer narrative:
Clinical code: 4440 - thrombosis/ thrombus - on post operative day 0 ((B)(6) 2025), patient (B)(6) experienced an occurrence of thrombi around proximal aortic stent during the index procedure. Post operative day 1 ((B)(6) 2025), due to signs of partial paralysis of the left arm, a CT (author of this report deems this to be computed tomography), was done on (B)(6) 2025 showing a subacute posterior infarction right side. Impact code: 4648 - insufficient information - resolved with sequalae on (B)(6) 2025. Patient remains on the study. 4644 - medication required - the patient required medication for treatment. Medical device problem code: 3190 - insufficient information - no device deficiency / defect has been reported. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: -thoraflex hybrid sales (B)(6) 2021 - (B)(6) 2025 v thoraflex hybrid > occlusion/thrombosis > unknown (B)(6) 2021 - (B)(6) 2025 had an occurrence rate of 0.026% no trend requiring action has been identified. 4111 - communication interview: additional information was received no issues were noted during the procedure , site have confirmed via the edc ( electronic data capture) system that there is no device deficiency and related to the thoraflex hybrid procedure for the thrombosis, a thrombectomy was not performed, IFU was followed, the diameter of the device was (B)(6) , diameter of the proximal anastomosis is irrelevant because of the concomitant vsarr (understood to be valve-sparing aortic root replacement - (B)(6)procedure) , distal anastomosis ( zone 2 ) was approximately 34mm, the patient did not indicate any allergies to the grafts components, the graft did not visibly elongate under pressure, there was no partial paralysis but a paresis of the left arm started to manifest on (B)(6) 2025. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID-(B)(6) which confirmed the batch was manufactured to specification with no issues found. 4117 - device not returned: device remains implanted. 4112 - analysis of information provided by user/third party - scans were reviewed on (B)(6) 2025 which concluded, the thoraflex hybrid device has been implanted as intended. Thrombus formation was identified on post-operative imaging in the region of the first 3 ring stents on the inner curve. The patient's aortic arch was angulated with a "gothic arch" appearance. This anatomical presentation may have resulted in infolding of fabric on the inner curve of the thoraflex hybrid device and a potential cause for the thrombus formation. Investigation findings: 213 - no device problem found, no device deficiency was reported, full batch review from base fabric to finished product confirmed the device was manufactured to specification. I50 - adverse event related to patient condition- as there was no device deficiency reported, no issues were identified with the manufacture or implantation of the device and the patient's aortic arch was angulated with a "gothic arch" appearance (curved and pointed at the top). This anatomical presentation may have resulted in infolding of fabric on the inner curve of the thoraflex hybrid device and a potential cause for the thrombus formation. Therefore, we have deemed this event to be related to patient anatomy.

Event description:
Event reported from the extend clinical study (B)(4). On post operative day 0 ((B)(6) 2025), patient (B)(6) experienced an occurrence of thrombi around proximal aortic stent during the index procedure. Post operative day 1 ((B)(6) 2025), due to signs of partial paralysis of the left arm, a CT (author of this report deems this to be computed tomography), was done on (B)(6) 2025 showing a subacute posterior infarction right side. Treatment of the event included medication. Concomitant medications (taken at the time of the event) included: aldactone, bisoprolol, heparin started (B)(6) 2025 and ended (B)(6) 2025, apixaban started (B)(6) 2025 and ongoing, pivmecillinam, ramipril, spironolactone and torasemid. Heparin was started on (B)(6) 2025 and ended on (B)(6) 2025. The event was considered resolved with treatment and with sequalae on post-op day 23 ((B)(6) 2025). At time of discharge still remaining sensomotoric partial paralysis. No treatment was provided for the event. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00064 to provide event closure information for tag0263.